Event description:
I relieved on this case and the rf (radiofrequency) mat was used but had a detection, but the counts were correct. The wand was used, and it deemed everything clear. However, I was not satisfied with that because the patient had a previous surgery in [redacted]. I called the front and was advised that it would be safe to get an x-ray. The x ray was completed and did not show anything retained. At the end the case when the pt was moved and I checked the rf mat again, it showed clear which still had me concerned. That was removed and tagged and placed at the front desk at the end of the following pt case to which the mat did the same thing. If biomed checks this mat it may appear ok until the pt is on the mat, which will show detection again.